Event description:
A doctor reported a case of blood that had gotten into the canal, observed on a patient's unknown eye one day post lasik procedure. Reporter noted the patient's flap was lifted and rinsed (refloated). Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).